Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy and presented to the emergency room. A transmission observed the right ventricular (rv) lead with t-wave oversensing (twos). It was determined that the patient's medication caused the morphology change. The lead remains in use. No further patient complications have been reported as a result of this event.